Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to the incorrect placement of electrode in the cochlea. The patient was reimplanted with another cochlear device during the same surgery.